Manufacturer narrative:
The involved was not retained for evaluation, precluding a direct analysis of the reported malfunction. A review of the device history record for the lot number identified by the reporter revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported deviation. Summary: the reported leak could not be confirmed or denied, and no proximate cause could be established. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a cord blood processing facility that leak was found in the labeled bag following centrifugation. The bag contained about 200ml of cord blood and was spun at 1200 rpm. The bag leaked at the seam at a 130 degree angle from the bag ports.